Event description:
Account called and alleged that fuses keep expiring. The bed has no function because of this. No injuries were reported.

Manufacturer narrative:
Account stated that the bed is back in service. They did find a loose nut that was contacting the pan and nursecall board, causing the fuses to expire. He removed nut to resolve the issue.